Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not pass performance or tidal volume testing. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to hardware calibration out of specification. A hardware calibration was performed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. This report was inadvertantly submitted and does not meet the intent based on the potential risk and severity of the customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.